Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare professional (hcp) regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the ins broke and had not functioned for several years. They were unable to clarify the report with more information. No further device issue alleged / identified. No patient symptoms or complications were reported.